Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. During the delivery of a zephyr valve, the physician pushed a zephyr 4.0 edc outside of the bronchoscope. When he pulled the zephyr edc back into the bronchoscope, a sizing wing detached from the catheter in the airway of the lung. After pulling out the zephyr edc from the bronchoscope and trying again, two more sizing wings became detached in the airway of the lung. All the detached wings were immediately retrieved with forceps. The zephyr edc was getting stuck at the hub when getting pulled back into the bronchoscope. A new zephyr edc was used to complete the procedure without any substantial delay and there was no impact on the procedure or outcome of the patient.